Event description:
It was reported that the device experienced a power on reset (por). Reset was successful, there was no change in parameters and only diagnostics were lost. Review of performance data indicated parity error. The device is working within normal limits and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data revealed that the device experiences a full power electrical reset. Concomitant medical products: 5076-52, non-defib lead, (B)(6) 2010; 5076-58, non-defib lead, (B)(6) 2010. (B)(4).